Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced oscor is making a corrective action of converting all summary reports to mdrs, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the device, as it is capped off inside the patient. Without a subsequent analysis of the subject device, the manufacturer is unable to fully evaluate the reported event. The event will reopened if additional information becomes available.

Event description:
It was reported this ventricular lead had very low impedance values. The lead was actively implanted for approximately 9 years. The lead is capped.